Manufacturer narrative:
Eval is in progress, but not yet concluded. This complaint is related to MDR #1828100-2014-01009. The customer was checking the unit before sending it back to the end user. The unit was steam sterilized in (B)(4) 2014.

Event description:
It was reported that during the use of the device for a non-clinical activity, the variable speed footswitch for the sternal saw was not turning on. There was no pt involvement.